Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): indicated for non-malignant pain and radiculopathy. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient called to report what was going on. The patient stated he had been to about 4 different emergency rooms (ers) and everyone told him he was fine and to go home. In (B)(6) 2016, the patient stated a health care provider (hcp) found the patient passed out on the floor at the hospital. The patient stated he was ¿jaundiced out¿. The hcp took him to the operating room. The hcp began to make the incision by his belly button and pus squirted out. The hcp made the incision from the belly button and to the left side of the body. The patient stated the hcp removed the pump (he was not sure if the catheter had been removed), and the hcp told him the pump was not even connected and that the pump was pumping all the medication into the abdomen. The patient stated the pump was not connected to anything and was floating around inside him in pus. They told the patient they removed about 1.5 gallons of fluid/pus. The patient stated he was unconscious for 16 days and was told he had meningitis. They had him on 8 tabs of 8mg of dilaudid per day orally. In (B)(6) 2015, the patient had an auto accident. The patient stated he was in and out of consciousness, and within a couple of weeks, he was ¿really really sick¿. He also had a pounding headache. The patient also mentioned in (B)(6) 2016, the patient was at a health care facility, and ¿they did the right shoulder¿. The patient asked if there was a recall on the pump. There was no out-of-box failure reported. There was no medical/therapy problem associated with small parts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.